Event description:
It was reported that the customer's insulin pump was stuck. The customer replaced the battery and then received a button error alarm. The customer could not use the insulin pump any longer. The customer's blood glucose was 153 mg/dl. Advised customer that the insulin pump would be exchanged. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had a cracked case at display window corner, cracked lcd window, minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.